Event description:
It was reported that during a pacemaker replacement procedure for normal battery depletion, the system triggered a lead safety switch (lss) alert due to high out-of-range pacing impedances in the right ventricular (rv) lead, measuring above 3000 ohms. Technical services (ts) recommended further evaluation of the lead, including isometric and pocket manipulation exercises, to determine whether the lead should be replaced or reprogrammed. Additionally, it was reported that the system exhibited myopotential oversensing and pacing inhibition; however, ts could not review this occurrence since no documentation was provided. No additional adverse patient effects were reported. This rv lead remains in service.